Event description:
Caller reported cgm error 42 related to the g7 sensor. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.